Manufacturer narrative:
Additional data: h6: health impact- clinical code: 4581 - significant reduction of irido-corneal angles corrected data: b1: product problem b5: the reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -09.50/+1.0/109 (sphere/cylinder/axis), within the same surgery due to excessive vaulting and significant reduction of irido-corneal angles. The lens was replaced with a shorter lens and the problem was resolved. The eye was normal. H1: malfunction h6: health effect: impact code: 2199 claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -09.50/+1.0/109 (sphere/cylinder/axis). The lens was removed. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4). Claim # (B)(4).